Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the umbilical was replaced and the system verified and was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system was stuck in initialization. They stated that the system had a red check/x's in both the radiation and connection to the mobile view station (mvs). The sited had tried rebooting both systems and weren't able to establish any connection. There was a 5-6 min delay in the case when attempting to restart the systems. No impact on patient outcome.